Manufacturer narrative:
It was reported that smoke and a short lasting flame was emitting from the surgical clipper charger base. There was no injury as a result of the incident. Based off photographs of the base, it was determined that the device was part of a corrective action that took place in 2015. It is unknown why the facility was using the recalled device. We have followed up with them to assure they do not continue to use any recalled devices. Due to the reported incident and in an abundance of caution, this medwatch is being filed. Device not returned.

Event description:
It was reported that a surgical clipper base smoked and flamed.